Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones due to an out-of-range right atrial (ra) lead impedance measurement. No adverse patient effects were reported. The patient will be brought back into the clinic for isometrics and provocation.